Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. System diagnostics determined high impedances. The lead was explanted and replaced with another model which resolved the issue. Therapy was restored postoperatively. Number of devices involved in the issue is unknown at this time. Based on available information additional devices may be added at a later date.